Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). Device evaluation: the product was not returned for investigation. However, photos were provided. The cartridge tip was observed deformed and apparently the lens was stuck in the tip. Based on the photos evaluation, the complaint reported was confirmed, but could not be determined the cause. Product deficiency could not be identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no additional complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report was received that the operator found a pcb00 tecnis preloaded intraocular lens (iol) delivery system tip deformed during surgery. Consequently, the iol was not used. There was no patient involvement and therefore no patient injury. No additional information provided.